Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they are experiencing "twinges or something" or "vibrations" that are "all around and below the incision and actual battery pack". Patient said this started "a week or so ago" and hasn't stopped. Patient said their settings are "very low". Patient said they turned stimulation down the last time they were at hcp. Patient said they are having the vibrations "go around" their leg and "comes about mid way around" on the inside and is "right up where the joints are". Patient said it makes it hard for them to sit on their right hip. Patient said it is "giving me a fit now". Patient said their hip bone hurts every time they sit down and when they drive they have to put a pillow under their right hip. Patient said they are "sore down there" like they have been doing exercise. Reviewed therapy adjustment options. Patient changed programs and reset their stimulation to a comfortable level. Patient confirmed they felt simulation in their bicycle seat area. Patient said it was still "tender" on the hip bone, but it was more comfortable. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists. Additional information was received from the patient: the cause of the vibrations at the ins site and around the leg was not determined. The patient was told to occasionally try resetting the level of a different program, which they did once or twice a week to see if it changed how well it was working, but nothing seems to change. On august 11th their device was turned off for a week to see if it gave relief or intensified the discomfort.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.